Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery. The recipient is doing well.